Event description:
It was reported that a cartridge alarm occurred during basal delivery with multiple cartridges. The customer experienced an elevated blood glucose (bg) level (576 mg/dl). An insulin injection was administered to treat the bg. The customer reverted to an alternate method of insulin therapy.